Event description:
Per the physician, the believed cause of the patient's shocking sensation is vns stimulation. The surgery referral was noted to be for patient comfort only.

Event description:
The patient had a generator replacement.

Event description:
It was reported that the patient is experiencing shocking sensation at chest and diagnostics are good. Device has been turned off. Patient is planned for prophylactic battery change due to the pain. The patient has pain with electrical shock. The shock takes her breath away. This started off intermittently 6 months ago and has increased to being constant when the vns goes off every 5 minutes that it happens. Before it was happening every 1.1 minutes then it got changed to every 5 minutes. The vns has been completely shut off due to the issue with the vns. No known surgical intervention has occurred to date. No additional relevant information has been received to date.